Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that cultures were most likely done but the hcp did not have the results. Per the hcp the patient was on hospice care for metastatic cancer and had passed away (B)(6)-2013. The patient was not re-implanted due to cancer and the cause of the infection was believed to be immunosuppression due to cancer.

Event description:
An hcp later reported that the medications infused were ketamine, morphine, bupivacaine, and fentanyl between the dates of (B)(6) 2013 and (B)(6) 2013. The date of onset of the infection was unknown as it was detected while the patient was hospitalized. The patient did not have meningitis. The patient¿s last refill was on (B)(6) 2013.

Event description:
It was reported that the pump pocket was infected. Cultures of the device pocket, lumbar region, and csf (cerebrospinal fluid) were taken. The type of organism cultured was unknown. The patient was treated with antibiotics. The pump was explanted. There was no alleged product issue. The patient status was reported as ¿alive-no injury¿. The pump was delivering fentanyl, morphine, bupivacaine, and ketamine. It was later reported that the catheter was also removed. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that the patient¿s incision site never healed after the system replacement in (B)(6) 2013. The incision bled constantly. When the patient was brought to the healthcare provider (hcp), they would put new stitches in. When the patient was in the hospital, they packed the site, but the hcp finally decided that the pump needed to be explanted because it was infected. It was also reported that the pump never helped with the patient¿s pain, even though increases were done.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received from a consumer reported the patient died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated a delivery failure and pump failure occurred.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that patient death was related to cancer and not related to the pump or therapy. The patient died on (B)(6) 2013 in hospice care. The reporter alleged that the pump was defective and the "doctor's tried to hide it." It was stated that the infection occurred in (B)(6) 2013. The pump reportedly was not drawing the pain medication and they were increasing the medication for months. The pump was removed in (B)(6) 2013 and it never healed after surgery. It was also stated that the explanting doctor "did not want to think anything was wrong." The pump was discarded by the hcp per hospital protocols. It was unclear when the pump was actually implanted/explanted. The reporter thought the pump was implanted in (B)(6) 2013 and removed in (B)(6) 2013. Device implant query showed the pump as implanted in (B)(6) 2013. The reporter requested the pump back and never received it.